Manufacturer narrative:
A ge representative evaluated the system and reloaded software and replaced the printer. System operates as intended. (B) (4)

Event description:
The customer reported the system fails kv accuracy, and the printer is not working. No patient injury was reported.